Event description:
It was reported the patient has lost stimulation per the charger and programmer being usable to communicate with the ipg. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.